Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The xenon lamp was replaced to resolve the issue. The company service representative installed a system fan kit, a female pneumatic connector, and a male pneumatic connector as a preventive measure. The system was then tested and met all product specifications. The system was manufactured on september 30, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming xenon lamp. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the console's illuminator lamp needed to be replaced.